Event description:
The customer reported that the system intermittently would not produce x-rays. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supplies and communication boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.